Event description:
Was attempting to deploy clot retriever. Met resistance. Removed the retriever and micro catheter. Did not see any issues on imaging. Portion of retriever was seen on follow-up CT done next day.